Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected critical pump error alarm. Blood glucose value was 86 mg/dl at the time of the incident. Troubleshooting was performed and the device will be returned and replaced.

Manufacturer narrative:
Device received with critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.